Event description:
The trufill dcs coil unraveled during manipulation in the aneurysm. The pt was undergoing coil embolization within the internal carotid artery aneurysm. C4. Two gdc coils were inserted thru a non-cordis excelsior microcathter and placed in the aneurysm without difficulty. Resistance was felt during attempt to advance the dcs coil through the microcatheter (mc). During attempt to place the coil, the coil was partially deployed out to of the distal end of the mc. There was no info what % the coil was into the aneurysm. Difficulty was experienced while manipulating and repositioning the coil into the aneurysm when it unraveled. Resistance was encountered when the coil was being withdrawn prior to the stretching. Attempts made to withdraw the coil and mc together, but were unsuccessful. At this time, the coil was pulled back and attempt to snare the coil was unsuccessful. The entire coil ended up in the femoral artery. The coil was purposely detached and fixed against the wall in the femoral artery. There are no details available regarding how the coil was fixed. There was no flow obstruction due to the position of the coil and three add'l coils were placed without any adverse consequence to the pt.

Manufacturer narrative:
The DHR review performed for this lot showed that this lot of products met all requirements per the applicable mqp (mfg quality plan), including dcs final assembly inspection per test result. It was reported that there was resistance during insertion of the trufill dcs sys through the noncordis microcatheter (mc). The compatibility with the mc has not been established. The IFU instructs that the coil system should be replaced if any unusual friction is noted within the infusion catheter. After partially deploying the coil into the aneurysm, difficulty was experienced while manipulating and repositioning the coil into the aneurysm. It was also reported that resistance was encountered during withdrawal/repositioning prior to the coil stretching. The IFU warns that the delivery tube should never be advanced, withdrawn or torqued against resistance without first determining the cause of the resistance under fluoroscopy as these maneuvers against resistance may cause damage to the coil. It is not known if aneurysm/vessel characteristics or microcatheter positioning contributed to the difficulty placing the coil into the aneurysm. The procedural factors of insertion through the mc against resistance and withdrawing the system from the aneurysm against resistance appear to have contributed to the stretching of the coil resulting in the non-target site placement of the coil.